Event description:
It was reported there was a motor stall and subsequent pump replacement. It was initially reported the patient was getting an error code on the personal therapy management (ptm) system on (B)(6) 2012, but was unsure of the code significance. The patient continued to receive this code on (B)(6) 2012 and it was at that time it was confirmed that the error was due to a stalled pump motor. The patient had the pump replaced on (B)(6) 2012 and was 'doing well." The medication in the pump was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, lot#/serial# unknown, product type programmer.

Manufacturer narrative:
(B)(4).